Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, blood leaked from the non-patient end of the device onto the patient in an unspecified number of devices. No adverse impact was reported regarding the patient or user.